Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented with dyspnoea and worsening heart failure and was admitted to the hospital. Loss of capture was noted on the atrial lead. Capture was restored and the lead was programmed to unipolar sense and pace.